Event description:
Customer alleged that segments were missing from the aviva meter's result display. The problem was first noted while customer was troubleshooting. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.